Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to an lcd color cable that was misaligned to a connector on the digital board. The lcd color cable assembly was replaced to remedy the reported problem. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device's display flickers and no clinical information could be seen. Complainant did not indicate that there was any patient involvement in the reported malfunction.